Event description:
It was reported that the heater bag became disconnected during drain six of seven on a homechoice (hc) machine while the home patient (hp) was connected. The technical service representative (tsr) assisted the hp in ending therapy. During follow up with the hp, there was nothing noticed about the supplies or the connection that would cause the disconnection. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.